Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error was found before use with a bd vacutainer® serum blood collection tube. The following information was provided by the initial reporter, "before use this batch, the customer found 1ea tube has double label issue."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for double label with the incident lot was observed. Additionally, evaluation of the customer samples was performed and double label was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that label error was found before use with a bd vacutainer® serum blood collection tube. The following information was provided by the initial reporter, "before use this batch, the customer found 1ea tube has double label issue."